Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from waldenburg for the (B)(6) indicates during a procedure the surgeon was inserting a 4.5 mm cortex screw and the head of the screw broke off the shaft. The shaft remains in the pt.